Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device handle. The distal end of the firing rod was bent. Functional testing of the instrument could not be performed due to the damage to the firing rod. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged firing rod may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic lobectomy procedure, while applying the device on the bronchus, the device was not able to fire even the green button pressed and handle was squeezed. The surgeon used another handle and reload to resolve the issue. There was no patient injury.